Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple users required a witness to sign in. A technical support specialist (tss) dialed into the server to review the device settings for the station, and all configurations appeared correct. The tss confirmed that the user account and assigned roles were valid, and no configuration issues were identified on the server side. The tss then connected to the station to review the activity records and attempted to search using the customer user identification, but no related entries were found. Since additional verification was required, the tss contacted the customer to clarify whether biometric authentication was failing and prompting for manual credentials followed by a witness requirement. After speaking with the customer representative, it was explained that the issue had already been resolved by a supervisor. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple users were being prompted for a witness every time when they attempted to sign in. This issue occurred only on the cfflmspx21 station and began followed after a system update. The customer rebooted the station, but the issue continued to persist. However, there were no delays or adverse events or injuries reported based on this event.